Event description:
It was reported that bipolar impedance, 444 ohms, was lower than unipolar, 454 ohms. High thresholds and oversensing were also noted. No patient complications have been reported as a result of this event.